Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative that the tip of the inner blade broke off within 5 minute s of use during a functional endoscopic sinus surgery procedure. There was a 15-20 minute delay in retrieving the fragments of the tip of the blade in the surgical site. The procedure was completed with the use of another blade. There was no patient impact.

Manufacturer narrative:
Analysis found that visually, the distal tip had broken off the inner cutter. The portion that became detached measured approximately 0.16¿ in length. The break occurred at the first proximal tooth valley. The outer assembly was deformed. Comparing the fragment with the remainder of the inner assembly, there was a triangular portion missing which includes a tooth (2nd proximal). The proximal end of the front hub and distal end of the inner hub were deformed. If information is provided in the future, a supplemental report will be issued.